Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified posterior descending artery. A 2.5 x 12 mm trek was being used for pre-dilatation and was inflated five (5) times to 8 atmospheres; however, during the sixth inflation, contrast was seen leaking from a pinhole in the balloon. The procedure was completed by successfully implanting an unknown stent implant. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances fro this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.